Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in japan visual examination of the returned product identified functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause is attributed to a manufacturing issue exacerbated by a design issue. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation for the surgery the device did not spray saline water although the motor was working and it made an abnormal noise while working. Investigation found the batteries had leaked electrolyte inside of the pack. There was no patient involvement. Due diligence is complete and there is no additional information available.